Manufacturer narrative:
B3 - date of event: date of event was approximated to 01nov2024 as the exact event date was not reported.

Event description:
It was reported that a catheter recognition issue occurred. The polaris mmg system was selected for intravascular ultrasound (ivus) examination of the target lesion. It was noticed that opticross hd imaging catheters continued to be recognized as opticross 18 catheters. Rebooting the system, catheter replacement, and cleaning the terminal did not resolve the issue, so the depth was adjusted. No patient complications were reported.